Event description:
Healthcare professional reported that about three years after implantation an x-ray showed it had completely detached along the band tubing. The pt was able to arrange for the revision three years later. When removed, the band tubing appeared fractured. Investigation in progress.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has rec'd the product however the analysis has not been completed at this time. No add'l information has been reported to allergan regarding the serial number, full implant date and pt data. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."